Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer¿s complaint was confirmed. The tissue pads were worn, and some were torn, and the torn parts were falling off the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. However, the reported issue (tissue pad falling off) was likely due to the following mechanism: the tissue pad was worn out. Part of the pad was torn because the grip was closed during output without anything being gripped between the grip and the tip of the probe (including after tissue was cut). Due to the load applied to the torn tissue pad, the tissue pads broke and part of it fell off the device. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not activate output while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ this supplemental report includes a correction to d4 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer that the tissue pad from sonicbeat 5 mm, 35 cm, front-actuated grip fell off inside the patient's body upon output activation during an unspecified hepatobiliary pancreatic procedure. The fallen pad was immediately retrieved, and the procedure was completed with a similar device without any delay. There was no harm or user injury reported due to the event. The intelligent tissue monitoring (itm) was turned on during the procedure. The device was not inspected prior to use nor was the connection to the generator verified.

Manufacturer narrative:
The suspect device has been returned to olympus; however, evaluation has not yet begun. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.